Manufacturer narrative:
Insulin pump was received with blank display due to interface board broken solder joint. Unit had broken belt clip slot, cracked reservoir tube, scratched reservoir tube window, lcd window, case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump's display was blank. Customer's blood glucose level was 220 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.